Event description:
It was reported the pt expired. It was reported the pt had severe lung problems. The cause of death was unreported, although it was thought that the death was not device related. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.